Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leakage occurred on the 5th day of use of a bd c35j stopcock q-syte wht 360deg w/o nut cap ns. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. Visual analysis observations and testing: received one used q-syte top bodies from unknown lot number. The q-syte top body was bonded to a stopcock which was attached to an extension tubing visual/microscopic examination: the septum was molded using the 16 cavity mold. Septum top disk was damage. Half of the top disk is push into the septum damage on the septum disk goes down into the column wall. Water leak test: q-syte was leak tested in the actuated and un-actuated positions; with the extension tubing being attached to the standard luer from the water leak test station. Leakage was confirmed in the un-actuated and actuated position during testing septum column tear assessment: damage (tear) was observed along the column wall on the returned unit. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. No damage (tear) was observed on the bottom septum disk on the returned unit. Investigation conclusion: the defect of leak from top of septum (q-syte); as stated as the reported code was confirmed with q-syte. Root cause: relationship of device to the reported incident: indeterminate a definite source that caused damage to the septum top disk and to the column tear; which contributed to the leakage, could not be established. Per the event description - the route was used on patient for 5 days and hcp injected from the side tube 8 times per day. On the 5th day, leakage occurred when injected. This statement demonstrations the q-syte unit was performing to its intended purpose when first used.